Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the right atrial (ra) and right ventricular (rv) lead. Provocative testing was performed and noise was reproduced on the rv lead, however, not on the ra lead. During the revision, low pacing impedance was noted on the rv lead. Rv inner insulation damage was suspected but not confirmed. A new rv lead was unable to be successfully connected to the device due to a suspected header anomaly. The device was explanted and replaced and the rv lead was reprogrammed to resolve the event. The patient was stable. Related manufacturer report number: 2017865-2022-07572.

Manufacturer narrative:
The reported events of header anomaly, noise, and low pacing impedance were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including pacing lead impedance test, sensitivity test, cross talk test, and inspection of header and connectors showed normal device characteristics with no anomaly contributing to reported events. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.